Event description:
It was reported that mechanical failure r total hip. There was a moderate amount of whitish granulomatous material within the capsule which was felt to be due to mechanical failure. The cup was grossly loose. There was motion at the cup/bone interface. Rep aware.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc. (Establishment), which markets the devices in the u.s.